Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated total hcg precision testing performed by the customer prior to service and determined no issue with the results. The cse verified the tip eject alignment and operation with no issue. The sample, ancillary, and reagent probe alignments were also verified and proactively adjusted. The cuvette washing, acid and base dispense volumes, and dark counts were also verified and operating with no issues. The customer ran quality controls (qc) and a study by using a proficiency sample on the two instruments. The qc results were within range, and the sample results were comparable of both instruments. The customer evaluated the performance of total hcg and determined that no further assistance was required. The cause of the discordant falsely elevated total human chorionic gonadotropin (total hcg) result is unknown. The instrument is operational and performing according to specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an advia centaur xp instrument. The initial result was reported to the physician(s). The customer used the same sample and performed repeat testing on the instrument and an alternate instrument. The repeat result of < 2 iu/l matched on the two instruments and the customer determined that total hcg screen test showed that the patient was not pregnant. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.